Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No root cause could be identified for the customer's reported issue. No actions have been taken at this time.

Event description:
It was reported that when opening the product package, they found that the device cuff was punctured. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.